Event description:
It was reported that a patient presented remotely with inappropriate shock delivered for incorrect interpretation of signal. Corrective programming changes were made. The patient was stable throughout.